Event description:
(B)(4). Heavy bleeding. And very servere back and leg pain. Along with nausea and terrible headaches. Severe cramps. Periods for almost a month at a time. Swelling in my abdomen and stomach pain.